Event description:
Subsequent to the initially filed report, the following information was received: hemostasis was not achieved due to no suture present when the plunger of the proglide device was removed. The suture knot being was noted to be loose. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1430 removed; 1142- failure to cycle- needle to cuff miss was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a closure using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, hemostasis was not achieved due to the suture knot being loose. The sutures of two new proglide devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.